Manufacturer narrative:
(B)(4).

Event description:
As reported by the patient's attorney, two xenform soft tissue repair matrixes (MFR report #3005099803-2015-03687 and MFR report #3005099803-2015-03689) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced pain due to eroded mesh, additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.